Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient came in for a visit for the first time since 2015 and the first time with a rep. Due to unrelated issues the patient had a dead battery for what has been at least two years. The patient came in to discuss having the battery replaced. The healthcare professional (hcp) would replace the battery but the date has not yet been scheduled. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was scheduled to have battery replaced on (B)(6) 2019, but the patient decided that they didn't want to proceed with replacement. No further complications were reported.